Event description:
Procedure: liver resection. According to the reporter: on first firing across hepatic vein, some staples formed with legs straight. Bleeding was reported as between 200cc and 500cc. The procedure was converted to open and bleeding was stopped by suturing. No pt information is available. Surgery time was extended by more than 30 min but exact time was not available.